Event description:
It was reported that, pico 7 device worked well at the first time, but 3 days after, the leak, dressing change, and battery replacement alarms flicker at the same time and did not work. The procedure was completed without a significant delay using a smith & nephew back-up device. No other complications were reported.

Manufacturer narrative:
Additional information: b4.

Manufacturer narrative:
H3, h6: we have now completed our investigation into the reported complaint. The device, used in treatment, was returned and evaluated. Visual inspection of the returned device found no issues. Functional evaluation was performed. When fresh batteries were inserted, all indicator lights were solidly illuminated establishing a relationship between the device and the reported event. Device performance data shows the device entered a non-recoverable error state. The device entered an nre state as the motor current was out of range. A component failure has been identified as the root cause. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, pico 7 device worked well at the first time, but 3 days after, the leak, dressing change, and battery replacement alarms flicker at the same time and did not work. It is unknown how was the procedure finished and if there was a delay. No other complications were reported.